Event description:
The device casing had cracked and the 3rd and 4th internal contacts were missing. Reporter noted that the associated base unit had darkened pins; however, there was no evidence of melting or burning. No operator injury was reported. At the time of the report, the device had been removed from service. Technical support requested the return of the suspect product and replacement product was shipped.